Event description:
The account alleged they were unable to set the bed exit alarm. No patient impact.

Manufacturer narrative:
The power control board was replaced and the scale was calibrated by the account to resolve the issue.